Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device was not returned for evaluation. However, the photographs were reviewed, and revealed that the device has scratches. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the inspection procedure, final inspection includes verifying parts are free of cracks, inclusions porosities, burrs, sharp edges and damaged areas. A review made by the quality engineering team revealed that after review of the pictures it could not be determined if the scratches on the femoral happened at smith and nephew or after the package was opened. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include damage during shipping or mishandling. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: case-(B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka, one (1) gii nonporous ps fem sz 7 lt was taken out of the sterile container and it was noted to have three small scratches on the lateral side. The procedure was performed, without any delay, using the same device. Patient was not harmed as consequence of this problem.